Event description:
On the event date, a pt with a pre-existing condition of cancer and diabetes entered the hospital to have a subcutaneous port inserted. Pre-procedure the pt was receiving lovenox and insulin. When peeling the sheath, it separated into several pieces. An attempt was made to retrieve the pieces; however, the hosp was not equipped to undertake the procedure. The pt was transferred to a large facility, and during an attempt to retrieve the pieces of the peel-away sheath with a catheter, the pieces migrated to the patient's lungs. A permanent indwelling catheter (pic) line was inserted and the pt returns to the hospital daily to have the line flushed. The pt is continuing to do well with no complications.